Event description:
A 3.0 mm diameter x 24 mm length endeavor resolute drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a mid lad lesion. Lesion morphology was reported as moderately tortuous and severely calcified. The lesion was pre-dilated. It was reported that the physician experienced difficulty while advancing the delivery system and in the process the stent dislodged. The un-deployed stent was in the left main stem. The physician attempted to snare the un-deployed stent; however it moved to the iliac artery where it remains. The physician inserted a balloon to pre-dilate the lesion site. The lesion was successfully treated with 3 driver stents. The pt is fine.

Manufacturer narrative:
Other, secondary intervention - results: stent dislodgement. Moderately tortuous and severely calcified.